Event description:
It was reported that the impedance was greater than 3600 ohms. No patient symptoms, treatment, or outcome were reported. Additional information has been requested, but was not available as of the date of this report.